Manufacturer narrative:
Bed located in ICU no injury was reported. Technician found the CPR lever was binding on the cover. Realigned the cover allowing the CPR lever to be freed up and resolving this issue.

Event description:
Allegation that the head section will not raise. There was no reported injury or incident.